Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head has intermittent telemetry. Moving the rf head cable around inone area causes a loss of telemetry. The rf head failed all uplink amplitude tests during functional testing. The rf head cable found out of electrical specification. Analysis also found the rf head label is missing.

Event description:
It was reported that the programmer rf (radio frequency) head was unable to interrogate implanted devices, even though lights appeared. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.